Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The investigation completion details. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a varipulse¿ bi-directional catheter and suffered a transient ischemic attack (tia) which required prolonged hospitalization. Clinical study - real af. Patient received a cardiac index ablation for paf on (B)(6) 2026. The patient had a tia following an atrial fibrillation procedure with a varipulse¿ bi-directional catheter on (B)(6) 2026. The caller reported that she became aware of the issue today (B)(6) 2026). The patient went to the emergency room on (B)(6) 2026 with symptoms of headache, vomiting, nausea, and right-sided weakness. The initial computed tomography (CT) performed was clear/negative. Magnetic resonance imaging (MRI) was performed the following day on the (B)(6) 2026 that showed 2 infarctions in the following locations: a small infarction in the left cerebellar and a "tiny" infarction in the occipital area. The patient had known a blood clotting disorder (polycythemia vera). The last known patient status was stable and fully recovered. The carto 3 system and trupulse generator were used for ablation procedure. The information received indicated that the physician¿s opinion on the cause of this adverse event was most likely due to the patient¿s blood clotting disorder. No intervention was needed. The patient required extended hospitalization because of further testing including MRI the following day. The relevant tests/laboratory data indicated that the act was 403 at start of ablation. The patient was given 43,000units of heparin during the procedure. The physician debated whether to schedule the procedure, since the patient had blood disorder called polycythemia vera. The patient¿s symptoms are resolved. No evidence of char during the procedure. The patient did not have a previous history of stroke. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The irrigation rate used during this procedure was 30ml.